Event description:
The customer observed color change in the bottom the clinical chemistry alkaline phosphatase reagent wedge and did not use the reagent. The customer was sent a new lot of reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.